Event description:
Initial result for a patient calcium was 13.1 mg/dl. When repeated, the result was 9.1. The incorrect result was not used to guide therapy. The field service rep found the instrument was contaminated and repaired instrument by performing maintenance.